Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device logged an error code. The reported problem is indicative of a potentially critical failure. There were no reports of patient use associated with the reported event.